Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.